Event description:
It was reported that while the patient was in ventricular tachycardia, the device settings could not be changed and the hv therapies could not be programmed off. The physician applied an external shock under anesthesia to address the ventricular tachycardia rhythm. The device could then be programmed. There were no reported adverse consequences to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.